Manufacturer narrative:
The device was returned as part of the asset return process, the device evaluation found that the bending section cover, adhesive around the objective lens, light guide lens, plastic distal end cover, connecting tube, and the right / left / up / down knobs had foreign material. Additional findings include the following: the play of the up / down knob was out of the standard value due to wear of the angle wire, the protector of the universal cord on the control section side had a scratch, the grip had a scratch, the scope connector cover unit had a scratch, the adhesive on the bending section cover was detached, the image guide protector had a cut, the scope cover had a scratch, the light guide cover glass had a dent, the plastic distal end cover had a dent, the bending angle in the up / down / right / left direction did not meet the standard value due to wear of the angle wire, the control unit had a scratch, the forceps channel port was shaved, the scope connector had a scratch, the objective lens had a scratch, switch 2 had a cut, the water removal ability did not meet the standard value due to the clogging of the nozzle, the universal cord had a scratch, switch 1 had a cut, the play of the right / left knob was out of the standard value due to wear of the angle wire, the suction cylinder was shaved, the nozzle was deformed, the objective lens had a chip, the electrical connector had corrosion, and the universal cord was sticky. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The gastrointestinal videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the following reportable malfunction was found: the bending section cover, adhesive around the objective lens, light guide lens, plastic distal end cover, connecting tube, and the right / left / up / down knobs had foreign material. There was no procedural or patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.